Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 29 mg/dl at the time of the event. The customer stated that she filled up the reservoir on the evening of the event, and that night when she was going to bed the insulin pump alarmed low reservoir. Troubleshooting could not be performed at the time of the report. Nothing further was reported.